Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to motor encoder out of phase. Analysis was unable to perform basic occlusion, occlusion, prime, the excessive no delivery, and displacement tests. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.